Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. D9: complainant part is not expected to be returned for manufacturer review/investigation. H6: device history lot. A review of the receiving inspection (ri) torque wrench handle, was conducted identifying that lot number was gb150368 released in one batch. ¿ batch 1: lot qty of (B)(4). Units were released on 20 apr 2023 jan with no discrepancies. Supplier; (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.

Event description:
It was reported that on (B)(6) 2024 during routine incoming inspection of a loaner set at the hospital, it was observed that 2862-00-240, 7 nm t-handle, was found to be out of drawing specification. The drawing specification torque tested low. There was no known patient or hospital involvement. The product has been quarantined and is available and is being returned to the repair site. All information regarding this event has been reported. This report is for one (1) torque wrench handle for complaint (B)(4).